Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device, cable, and sensor were evaluated. During evaluation all products passed visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit, cable, and sensor were determined to be functioning as designed.

Event description:
The customer reported inaccurate spo2 and pr readings, twelve "replace sensor" alarms and one "replace cable" alarms over a two-day period. The customer indicated the sensor was changed three times, disconnected and reconnected from the sensor/cable and from the cable/device end, and attempted to obtain measurement on multiple digits. No consequences or impact to patient were reported.